Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker has been showing pacing lead impedances low, out of range and noise over sensing since several months ago. The device triggered a lead safety switch (lss) to unipolar pacing/sensing. An insulation degradation was suggested as a probable cause. The caller was educated on ventricular noise that causes atrial pacing to stop due to resetting ventricle-atrial timing. Programming lss off was recommended for this system of rv lead and pacemaker that remain in service. No adverse patient effects were reported.